Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Initial procedure, in 2004, a taxus express2 3.0x16mm drug eluting stent was implanted in the proximal left anterior descending (lad). Patient presented to the reporting facility in 2006, while passing through town. The patient was brought to the ccl where they found the lad had a 100% proximal occlusion in the stented segment. Reopro had been given and an act grater than 200 was maintained throughout the procedure. A rio extraction catheter was place with four runs through the lesion and there was no significant improvement in the clot burden. A 3.0x12mm quantum maverick balloon was used to predilate, inflated to 16 atm's. At this pint, a larege diagonal (dx) branch was seen to be filling later. A whisper wire was inserted and the vessel was dilated with a 2.5x15mm maverick inflated to 8 atm's and 12 atm's, leaving a 20% residual. The ostium in the dx was jailed by a previously placed stent. A 3.0x23mm cypher stent was placed in the occluded taxus stent and deployed at 14 atm's leaving a 0% residual. An intra-hypotension. The patinet was sent to ccu in stable but critical condition. No further patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Becaused the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be perormed as the batch number is unknown. The cause of the difficulties experienced during the procedure could not be determined.